Event description:
It was reported that during a lap cholecystectomy procedure, the device jammed on cystic artery. The surgeon got the device off of the cystic artery by moving the device around. Another same like device was used to complete the case. No patient consequence.